Event description:
It was reported that the device displayed an error message for low pressure. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to MFR: 5/18/2026. H3 and h6 codes: updated. The device was returned for evaluation. A visual inspection showed no signs of physical damage. Functional testing was performed and the shut-off pressure is within specifications. The reported issue was not confirmed. The probable cause was due to user related issues. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device will be returned to the customer after successfully completing functional and delivery performance testing.